Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the outer product labels confirmed that the label is for a 31mm patella, and dimensional analysis of the product in the packaging confirmed that the product is a 34mm patella. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a manufacturing deficiency as multiple lots were run through the cleaning operation at the same time prior to packaging. This issue has been farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10998. Product is not being returned.

Event description:
It was reported that the incorrect size implant found in the implant packaging during operation in hospital.